Event description:
It was reported that during the implant procedure, the helix would not affix to the right ventricle. The lead was repositioned several times, without success. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. There was blood noted in/on the helix mechanism. Evaluation summary (B)(4) no anomalies found (B)(4) full lead.